Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneursym. Aneurysm morphology is unk and the vessels were moderately tortuous with some calcification. It was reported that the pt presented to the emergency room with severe back pain. Flouroscopy examination revealed that two pieces had separated (exact components not reported). The physician attempted to implant an yrirhx16115 and the device kinked (MFR report# 2953200-2004-01352). The device was removed without injury to the pt. The physician inserted another yrirhx16115 and covered the separation between the two stent grafts. No clinical sequelae were reported and the pt is reported to be fine.